Event description:
It was reported that the zimmer skin graft mesher was not meshing skin properly. Additional information from the hospital obtained on (B)(6) 2010, confirmed that there was no patient harm of injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 12 years old. The device was last repaired on (B)(6) 2002. The device was serviced and returned to the customer. The cause of the reported issue is damage to the comb by the user.